Event description:
Boston scientific received information that this left ventricular lead had dislodged. The patient had been performing physical labor and had overworked themselves. As a result of the dislodgement, the patient was experiencing diaphragmatic simulation. The patient was seen for a lead revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned for analysis.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.